Event description:
A customer reported that purple lines appeared on the pump display, rendering it difficult to read and seemingly defective. There was no adverse impact on the customer's blood glucose level due to this display issue. Technical support confirmed the pump was under warranty and arranged to replace it. The customer planned to continue using the current pump as a backup therapy method until the replacement arrives.